Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of controller log files was not possible since log files were not available for analysis. Analysis of the device revealed that the device failed to meet specifications; the device failed dimensional verification due to a slight deviation from the front housing disc curvature specifications. Per internal investigation, this deviation is not expected to impact pump performance. Functional testing could not be performed as the driveline was cut too short during explant procedure to be able to conduct a functional testing. Furthermore, the device failed visual examination due to the scoring marks observed on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a medical personnel that the thrombus was suspected. On (B)(6) 2016 the patient called on call cardiologist with blood in urine then direct admitted to the hospital. Plasma free greater than 150, ldh 1929 on 1-5, ldh on (B)(6) 2015 2179. Inr range 2.0-2.5: patient had been sub-therapeutic with inr (B)(6) 2015: 1.6, inr 1.5. The patient received tpa on (B)(6) 2016. Elevated hemolysis labs noted. This necessitated the patient undergoing an operation to exchange the affected pump with a new one. The procedure went "fine". The patient is doing well. Log file will be sent and the device is being returned. Investigation is ongoing.